Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing continuous renal replacement therapy (crrt) with a prismaflex m150 set ckt. During treatment, a blood leakage was observed at the level of the filter pod. The blood loss was estimated to 10 ml. An alarm was triggered by the prismaflex machine but was not recorded. There was no patient injury or medical intervention associated with this event. Currently, no additional information was available.